Event description:
Additional information was reported that the patient was hospitalized and a non-medtronic transcatheter bioprosthetic valve was implanted valve-in-valve 8 years, 2 months, and 13 days following the implant of this transcatheter bioprosthetic valve. No complications occurred during the procedure and the patient tolerated the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - eval code method, eval code result, and eval code conclusion analysis: review of the device history review (DHR) for this device found it was built to specification and met all inspection and a cceptance criteria. No issues were noted that would have impacted this event. The valve remained implanted, so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: the computed tomography (CT) following the eight year follow-up was reviewed. Calcification was noted on the evolut leaflets. Calcification appeared mild. Thrombus was not seen. Conclusion: stenosis is a known potential adverse effect per the device instructions for use (IFU). Stenosis of bioprosthetic valves could be a manifestation of structural valve dysfunction (e.g., calcification), thrombosis, and/or nonstructural dysfunction (e.g., pannus, obstruction). Several factors could contribute to the onset and propagation of either structural valve dysfunction (including calcification) or nonstructural dysfunction such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. High gradients could be related to valve related factors (degeneration, thrombus, calcification) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction). With the information available, a conclusive root cause of the stenosis, calcification, and high gradients could not be determined. As reported, the valve-in-valve was required due to the stenosis which resulted in shortness of breath. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was symptomatic, specifically short of breath, as result of the stenosis that required the valve revision. The shortness of breath developed approximately 7 years and 9 months following the valve implant. The day following the valve revision, stenosis was not noted in the transthoracic echocardiogram (tte).

Manufacturer narrative:
Product analysis: the valve remained implanted was not returned. Therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information prior the implant of this transcatheter bioprosthetic valve in the native annulus, the mean aortic gradient was 50.2 millimeters of mercury (mmhg). Following the implant of the aortic valve at 3 millimeters (mm) on both the non-coronary cusp (ncc) and left coronary cusp (lcc), the gradient was measured at 15.4 mmhg. The gradient was 3.6 mmhg at the seven-year follow-up. At the eight-year follow-up transesophageal echocardiogram (tee) an increase in the mean gradient was measured. The tee showed a pressure gradient across the aortic valve of 38 mmhg. Mild leaflet calcification and severe aortic valve stenosis was identified. No thrombus was observed. A cardiovascular computed tomography angiography (cta) showed no evidence of thrombus, pannus or nor hyperattenuated leaflet thickening (halt) with noted leaflet calcification. The physician planned to proceed with a valve-in-valve transcatheter aortic revision approximately 8 years and 1 month following the valve implant. However, the subject was covid positive during admission. Therefore, the valve revision was rescheduled approximately 3 weeks later. The outcome was pending. No additional adverse patient effects were reported.